Event description:
Caller reported a malfunction with continuous glucose monitor displaying error 42. Blood glucose level was not adversely impacted as the pump did not display the error code again after reset, indicating successful resolution. Caller was guided through a complete pump reset by technical support, and successfully began their sensor session afterward.